Event description:
The report states "after we inflate the cuff as much as we can safely, we can still hear air escaping around the tube which suggests there is not an appropriate seal of the trachea. Our concern with these ett is that they are not being correctly inflated to have a safe pressure on the cat's tracheal wall and that they are not creating a tight seal which is allowing isoflurane to escape around the tube".

Manufacturer narrative:
(B)(4). Additional information received on 02 june 2023 states that "there have been no signs of defect to the cuff on extubation, we always check our cuffs prior to placement and all patients have recovered from their ga without problems". Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports "teleflex endotracheal tube is designed and intended for human use only. Labelling and IFU are created based on human use and market feedback. It is not design for other purpose and the drug used may not be compatible to the device."

Event description:
The report states "after we inflate the cuff as much as we can safely, we can still hear air escaping around the tube which suggests there is not an appropriate seal of the trachea. Our concern with these ett is that they are not being correctly inflated to have a safe pressure on the cat's tracheal wall and that they are not creating a tight seal which is allowing isoflurane to escape around the tube". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.